Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: perforation of the vesicourethral junction and vaginal exposure. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age underwent an unspecified procedure with a mentor obtape transobturator sling and suffered postoperative device extrusion complicated by perforation of the vesicourethral junction. As a result, the patient required a procedure to remove the device and an associated hospital stay (length of stay unknown). Implant/ explant dates were not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
On march 25, 2020, additional information was received indicating the perforation may have been the result of a surgical error. After additional clinician review, the patient code "1154: wound dehiscence" was removed for more accurate codification. Manufacturer¿s reference number: (B)(4).